Event description:
During a routine follow up the device was found to be at eri due to multiple shocks (161). Patient reported he had an infarction on (B)(6) and had angioplasty procedure.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. Upon interrogation the device showed the battery status eri. The amount of charge taken from the battery was verified and the battery status was anticipated. The current consumption of the electronic module was normal and as expected. In conclusion, analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction. The battery status was anticipated.